Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving unknown drug (at unknown dose and concentration) via an implanted pump for non-malignant pain and failed back syndrome-other. It was reported in (B)(6) 2017 the patient had their device moved from their back to their abdomen and had a major infection from january to when the pump stopped. It was noted in this time frame the patient's health went downhill. The patient's lymph nodes were bad and they had to go to an infectious disease doctor. It was noted the patient's legs looked like a tree stump and they went from a (B)(6). It was noted since the replacement surgery, on (B)(6) 2017, the patient had lost (B)(6) lbs in fluid and was back to a (B)(6). No further information was provided and no further complications were reported/anticipated.